Event description:
It was reported that the implantable pacing lead was attempted, not implanted. The helix was difficult to deploy. Initial sensing and threshold checks were satisfactory, but then after a few minutes, they were poor. The physician felt the lead was "unscrewing itself" and therefore could not secure it in position. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was returned with the helix was fully retracted. Helix was able to be extended and retracted within specification.